Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation of left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor siltex contour profile spectrum 650cc saline breast prosthesis that deflated after implantation. The patient reported that her left breast prosthesis was leaking, very painful, and had a bad smell. As a result, the patient underwent explantation and replacement with a mentor memorygel breast implant 650cc gel breast prosthesis on (B)(6) 2015.